Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and observed the affected plate and found well c11 containing a small amount of reagents and indications of tip impact on the bottom of the well. Fse observed the tip in position # 11 driven into the tip clamp with a damaged end containing reagent and sample. Fse verified all tip clamp and plunger clamp holding forces are within specs and checked and verified all alignments. The instrument is operating as expected and no repairs were required.

Event description:
The microlab at plus 2 instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).